Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was via phone to state that they woke up with a blood glucose of 400 mg/dl because the sensor suspended on low and she was not low. Customer states that it is programmed to suspend at 12am 90 mg/dl and before at 80 mg/dl. Sending replacement sensor. The sensor will not be returned for analysis.